Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes revealed that there was excessive amounts of hair and skin particles stuck to the pads. It is suspected that the cause of the reported event is due to poor coupling of the electrode pads to the patient. The IFU states poor adherence and/or air under the electrode can lead to possibility of arcing and skin burns. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a male patient (age unknown) during cardioversion, the electrode pads smoked. After removing the electrode pads, burns were found on the patient. Complainant indicated that the patient subsequently sustained burn marks. The customer was unable to provide any further information.